Manufacturer narrative:
Additional information: g3, h2, h6.

Manufacturer narrative:
One 15mm loop, uni-directional, curve d, sensor enabled, advisor fl circular mapping catheter was received for evaluation. The device was noted to be missing the device material as well as electrodes 7-10, exposing the remaining conductor wires. Electrodes 5 and 6 were displaced exposing conductor wires 5-6. Due to the device damage, it could not be tested for insertion/removal testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture and displaced electrodes remains unknown.

Event description:
This report is to advise of a fracture and displaced electrodes found on the catheter during analysis.